Event description:
Information received indicated the pt was reaching to bed side with right hand extended over the left side. The siderail dropped resulting in the pt falling out of bed. No injury was reported.

Manufacturer narrative:
The hill-rom tech inspected the bed and all four siderails latched and operated as designed. There was no serious injury or death and there is no evidence the bed malfunctioned. Totalcare bed system user manual states: ensure that all siderails are fully latched when in the raised position. Failure to do either of these could result in serious injury or death. While raising the siderails, a click will be heard when it latches into the locked position.